Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. 4.11d retainer ring = black on (B)(6) 2021 the customer reported a crack in the case on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery compartment side near the corner of the belt clip rails, scratched case. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. Pump error 35 is found in the long trace file. The pump error 35 occurred on (B)(6) 2021 at 7:14:00 pm. The case was cut open. After visual inspection, there is corrosion on/around the following: pin 2 of pcba1 j2. The force sensor zero offset measured in spec = 22.9 mv. In summary, the customer¿s report of a crack in the case on the back of the battery compartment was confirmed during visual inspection. The critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on the pcba1 j2 = force sensor connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.